Event description:
It has been reported to philips that during fluoroscopy and exposure the system generated an error message tube problem. The generator is busy starting up. No x-ray possible. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that during fluoroscopy and exposure the system generated an error message tube problem. Review of the logfile showed tube current out of range error. As a part of the repair activity, the fse performed tube adaption. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.